Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip was used, but when going from a neutral knob position and while establishing final arm angle (efaa), the clip the clip continuously opened to a few degrees. The mr was still mid-moderate, so the clip was implanted. The procedure was completed with one clip implanted. The mr was reduced to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.